Manufacturer narrative:
(B) (4).

Event description:
The pt slipped and fell on the floor about a month ago. A few days later, her legs were vibrating and it affected how she walked and stood. The vibration was different than what her normal stimulation was like. She had misplaced her programmer and she was not able to turn the stimulation off. The pt ordered a new pt programmer and it was being shipped overnight. It was recommended that the pt make an appointment to have her system analyzed. Additional info has been requested, a follow-up report will be sent if additional info becomes available. The pt had 2 systems implanted, it was unclear which system was affected (see also manufacturer report # 3004209178-2010-02264).